Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens had pinholes on adhesive. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction and the newly discovered malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope had a crack at the distal end. The event occurred during reprocessing. There were no reports of patient involvement.